Event description:
A clinical incident involving three opus magnum2 implants was reported to arthrocare corp. Reportedly, all devices failed after deploying and would not tension, which caused a significant delay in surgery of more than 30 minutes. Reportedly, there was no patient injury and procedure was subsequently completed with an alternative arthrocare implant.

Manufacturer narrative:
It was reported that device will be returned for investigation, but to date has not been received. A f/u report will be provided once the device investigation and lot history review are completed. Two add'l devices were used in the same procedure and were filed under MDR 2032380-2010-00035, and 2032380-2010-00037. (B)(4).